Manufacturer narrative:
Concomitant medical products: flexcath advance steerable sheath. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender/weight characteristics is male/86 kgs; the age of the patients was 64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿patient-reported outcomes after cryo-balloon ablation are equivalent between moderate sedation and general anesthesia.¿ cardiovasc electrophysiol. 2020;1¿6. Https://doi.org/10.1111/jce.14547. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during a procedure using a cryo-balloon ablation catheter. There was one patient who experienced hemopericardium which required pericardiocentesis while still in the electrophysiology (ep) lab and was discharged home without other complications. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The status/location of the cryo-balloon catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on the subsequent follow up information obtained from the author. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that the effusion was noted during an intracardiac echo survey. The author also stated "otherwise was a routine cryo case. No specific indication of any particular catheter that was implicated." No further information was provided.